Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The similar event has occurred in the past at the user facility. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by physical stress, chemical stress, or storage environment. -from the inspection results of the device, it was confirmed that the coating of the insertion section had peeled off. -the instruction manual states precautions regarding physical stress, reprocessing methods, and storage environment. -in past similar cases, physical stress, chemical stress, and storage environment were surmised to be the cause. The instruction manual states that the external surface of the entire insertion tube including the bending section and the distal end, should be inspected for irregularities. Therefore, the user can properly detect the reported event. In addition, the instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Therefore, the user can reduce / prevent the occurrence of the reported event by following the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion section was seriously peeled off over 10 centimeters. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The watertightness was lost due to the holes in the bending section rubber. The device was repaired on (B)(6) 2020 due to a leakage in the bending section rubber and on (B)(6) 2021 due to a leakage in the bending section rubber and a large scratch on the insertion section. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.